Manufacturer narrative:
The patient had a hyperglycaemic event. No information about treatment was provided the patient's mother noticed that the steel needle was not attached to the infusion set upon removal and therefore was assessed at the hospital where it was planned to remove the needle surgically. There has been no follow up information obtained since. The patient was also using the infusion set for longer than recommended. At the time of the manufacture, a CAPA (B)(4) was investigating subtle design modifications to increase the resilience of the steel needle. This was implemented in production in february, 2014 and is being monitored. Im manufacturing, damages to the steel introducer needle can occur during several steps. To prevent systematic failures during manufacturing, unomedical uses online sampling plans according to iso-2859-1. Sample sizes are tested against specifications. Furthermore, during use the patient could accidentally damage the steel introducer needle. Possible causes to broken or damaged needles could be alteration of the steel introducer needle angle, storing the blister packs unprotected, using wrong insertion techniques or choosing infusion sites other than those recommended.

Event description:
On (B)(6) 2014 customer's mother, (B)(6), called to report a needle from a sure-t sample broke off and is inside customer's body. Last blood glucose was 223 md/dl, and she is at the hospital waiting to undergo surgery to remove the needle that has been confirmed inside body. Customer does not have a lot# or ref#, but will call back to report them as she has the set to return for analysis. No further assistance is needed. Set insertion location: abdomen. Length of time infusion set was inserted in the body: changed on 3rd day today and noticed no needle. Significant events leading to the fracture: none. On (B)(6) 2014, customer called in stating that she had called in before about an issue with infusion set and that she had the lot number to provide. Customer last bg was 220 mg/dl. Customer has already been through the t/s and had the infusion set to send back to us.